Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during the last fill of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.